Manufacturer narrative:
A batch record review for lot file for b337 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot b337 was performed. There was one other drive tube leak reported to date for this lot. No trends detected. Service order # (B)(4): field engineer cleaned the instrument thoroughly. Fe replace the top drive tube clamp as a precaution. Performed checkout procedure. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer. The assessment is based on info available at the time of the investigation. The customer submitted photos for investigation. However, that investigation remains ongoing at this time. (B)(4).

Event description:
Customer is reporting a drive tube leak name and function of complainant: same as reporter. Customer reported a noise from the centrifuge at the end of the buffy collect phase, and a blood leak occurred. The treatment was aborted with no blood in the kit at that time returned to the pt. Customer stated pt was fine and had already left. Customer stated the drive tube was partially cut at the upper bearing, but was not completely severed, and the drive tube and upper bearing were still held in the bearing retainer. Customer requested filed service to clean the instrument thoroughly. Service order# (B)(4) dispatched to inspect instrument. Customer submitted photos for investigation.